Event description:
It was reported that the patient presented for a follow-up in clinic. A chest x-ray and fluoroscopy revealed the ventricular leadless pacemaker (vlp) had dislodged and embolized to the right pelvic area. The vlp was explanted and replaced. The patient was stable throughout the procedure.